Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had current leakage during a service event. This occurred before use. There was no patient involvement. No additional information is available.